Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit, and the cardiosave machine couldn't retrieve and store the ac cable; checked in and found that the ac cable had come loose from the reel. So the ac cable has been aligned. Return to the original place and after editing the test run, the machine can be used normally. Unit passed all functional and safety test per factory specifications. The iabp was released to the customer and cleared for clinical service.

Event description:
N/a

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) can't pull and store the ac cable. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.